Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was achieved with a proglide device after a cardiac catheterization interventional procedure using a 6f sheath at 10:15 a.m. At 1pm the same day, the access site began to bleed again. A hematoma had developed at the right groin. Manual compression was held for one hour to re-establish hemostasis and treat the hematoma. No additional information provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hemorrhage and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.